Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they believe they had atrial fibrillation. It was further reported that their "readings weren't good" and "things" were adjusted. The device remains in use. No further patient complications have been reported as a result of this event.